Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
D9: 10-mar-2025. H3: one device was received for analysis. Visual inspection showed the device was in used condition. Review of the event history log and functional testing confirmed the customer reported issue. The cause is downstream occlusion (dso) sensor was stuck at 134 mv. The dso sensor was replaced to resolve the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.